Manufacturer narrative:
The user guide stated: the device is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg 567 mg/dl). Pump supplies were changed. Correction boluses and insulin injections were used to address bg. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. Reportedly, customer used admelog insulin which is not labeled for use with the pump. Contact acknowledged pump was delivering insulin properly. Tandem clinical diabetes specialist informed customer's clinical diabetes educator of the event.